Event description:
The customer reported a contained cap piercer leak involving the unicel dxc 880i synchron access clinical system. The customer stated that approximately 5 to 10 ml of fluid leaked and fluid was observed on the sample tube caps and racks. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found evidence of a cap piercer leak as there was wash buffer int he drip tray below the cap piercer. The fse attempted to duplicate the issue by exercising the cap piercer waste valve and running multiple tubes through the cap piercer but was unable to duplicate the leak. Since the problem was intermittent and the cap piercer had been previously replaced by another fse on a previous call for the same issue, the fse decided to replace the remaining two items that control the cap piercer wash which are the smart module 42 and the solenoid harness. Failure mode is attributed to the smart module 42 and solenoid valve. Beckman coulter internal identifier for this report is (B)(4).